Event description:
The customer contacted beckman coulter inc (bec) in regards to erroneous low carbon dioxide (co2) results generated by the unicel dxc 800 pro synchron clinical systems. The erroneous results were not reported out of the laboratory. The samples were repeated and the repeat samples were reported. The customer does not know how many samples were affected by this event. Two examples were supplied. Patient treatment was not impacted by this event.

Manufacturer narrative:
Sample information was not provided. Co2 qc prior to and after the event was low. Hotline advised the customer to replace the reagent, qc and calibrators with new materials and that resolved the issue. Co2 qc performance was reviewed with proservice post repairs and the results were acceptable.